Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure using a lantern delivery microcatheter (lantern), the physician experienced resistance and was unable to insert the lantern into the hub of a non-penumbra diagnostic catheter outside of the patient¿s body. The issue with the lantern was found prior to use and prior to inserting into patient; therefore, it was not used in the procedure. The procedure was completed using a new lantern and a new non-penumbra diagnostic catheter.

Manufacturer narrative:
Results: the returned lantern was ovalized from approximately 131.0 cm to 134.0 cm from the hub. The returned non-penumbra catheter was undamaged. During functional testing, the returned lantern was unable to advance into the hub of the returned non-penumbra catheter due to the ovalizations on its distal shaft. A 0.038¿ mandrel was able to advance through the non-penumbra catheter without issue. Conclusions: evaluation of the returned lantern revealed ovalizations near its distal tip. If the peel away sheath included with the lantern is not properly used while advancing the lantern into the parent device, damage such as distal ovalizations may occur. These ovalizations likely contributed to the reported inability to advance the lantern. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.